Event description:
It was reported that the system rebooted and then came back up within about 4 minutes. It later rebooted a second time. Welch allyn tech support assisted in restoring operation within 10 minutes. During the reboots, centralized patient monitoring was lost. Vital signs monitoring continued at bedside during the reboots.

Manufacturer narrative:
The system was misconfigured during recent software upgrade. Tech support reconfigured the system remotely to resolve the problem. Manufacturer's evaluation summary: the device is an installed centralized patient monitoring system that utilizes a sunblade 150 central processing unit (cpu). The customer reported that the system rebooted twice on 10/31/06. Centralized patient monitoring was lost for 4 minutes during the first reboot and for 10 minutes the second time. The customer contacted welch allyn technical support who confirmed the reported system reboots and helped the customer to restore normal operation. Evaluation of the system logs by technical support following the restoration of normal operation indicated that the two systems at the customer site were not networked together. The customer reported that they did not want to have their systems networked together. In the course of a recent software upgrade, the system had been incorrectly configured to look for the other system on the network in order to complete certain memory operations. Tech support remotely corrected the sytem configuration so that both systems could run without the network connection in place. This stabilized the system, eliminating reoccurence. Even though the acuity system was unavailable for centralized monitoring while the system was rebooting, patient vital signs monitoring would continue at bedside with the local patient monitor if any patients were connected to the system.